Event description:
Pt notified of safety advisory for ICD lead (sub q) 4/29/2021 unscheduled remote transmission shows noise and undersensing sub q ICD and lead removed (B)(6) 2021 and transvenous ICD placed.